Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that patient was originally implanted with a summit stem and bipolar head. After the patient dislocated, they were converted to a tha, which was also dislocated. The patient was then converted to a 52mm +4 constrained liner with a 32mm +5 cocr head. This seem to be sufficient for about 4 years until the patient dislocated again for unknown reasons. The surgeon proceed to remove the constrained liner and 32mm +5 head and replace them with a constrained +4 10 degree 32idx52od liner and a 32mm +5 delta ts ceramic head. Final implants were run through a full range of motion. It was also indicated that there was loosening at the bone to implant interface. Doi: unknown; dor: (B)(6) 2018; right hip. No surgical delay.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.